Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) pump and one (1) controller with unknown serial numbers were not returned for evaluation. Log file analysis was not conducted since controller log files were not available. As a result, the reported system failure event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible causes of the reported event can be attributed, but not limited to damage to the driveline, likely due to handling of the device. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system ¿controller, model #: unk-controller / catalog #: unknown / expiration date: unk/ serial: unknown UDI #: asku. Device available for evaluation: no, device manufacture date: unk, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a controller with a system failure that required a driveline repair. The controller and pump remain in use. No patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.